Event description:
Initial reported indicated that the patient's vns generator was at end of battery life. After further investigation it was discovered the patient had high lead impedance and their vns battery was not nearing end of battery life. The treating physician did not know if the patient had any fall or injury preceding the high impedance on their lead. The patient will be referred for revision surgery. X-rays reviewed by physician showed the lead to be coiled in the left neck area.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.